Manufacturer narrative:
Stryker field service representative evaluated the customer's device and verified the reported issue. The device can not be repaired and it was returned unrepaired to the customer.

Event description:
A customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was later evaluated by stryker. The device powered on successfully, and the reported issue could not be duplicated during functional and performance testing. Root cause is unable to be determined. The device battery pins were replaced as a precautionary measure. The device passed functional and performance testing and was returned to the customer.

Event description:
A customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.